Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Pressure chamber was received in new condition. Visual inspection confirmed customer reported complaint as pressure gauge needle was not in correct position. The root cause of the reported issue was found to be the needle on the pressure gauge was out of place. Actions were taken to mitigate the reported issue: no corrective or preventive actions have been assigned at this time, but complaint data will continue to be monitored for new information.

Event description:
It was reported that the device was missing pressure needle gauge. No patient injury was reported.